Event description:
It was reported that cadd legacy pump displayed 'no disposable attached' error. No patient injury.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Customer problem was not duplicated in that the pump displays "no disposable error" issue during the investigation due to malfunctioning medication reservoir. No disposable alarm messages were found in the pump's event history logs after disposable attached. Recommend standard preventive maintenance.